Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer resolved the occlusion alarms by changing supplies and resumed insulin delivery successfully. There was no reported impact to customer's blood glucose level.